Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right ventricular lead was replaced due to noise and pacing inhibition. There was no sensing due to complete heart block as well. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The complaint indicated that this lead was capped. An event and explant date were provided but they don't make sense so they were left off of this report.